Manufacturer narrative:
Conclusion: a temporal relationship exists between the liberty select cycler and the adverse event of iipv. Iipv was confirmed through treatment records, based on a drain volume of 5,105 ml which exceeded the >180% drain criteria. Of note, the treatment records do not indicate an alarm occurred during the treatment. Based on the available information however, causality cannot be determined. There is no documentation indicating a fresenius device(s) caused or contributed to a serious adverse patient outcome, nor did the patient require medical intervention following the event(s). Additionally there were no machine alarms noted in the treatment records, nor was there any allegation the machine did not perform as expected. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s), please re-submit for a clinical investigation (ci) review and the need for an amended ci will be re-evaluated accordingly. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 722ml fill 2505ml drain , 2397ml fill, 2295ml drain, 2410ml fill, 2295ml drain, 2405ml fill, 2295ml drain, 2412ml fill, 2295ml drain, 2408ml fill , 2295ml drain ,5105ml fill, 1007ml the reported drain volume of 5105ml was 204% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 722ml fill 1: 2505ml drain 1: 2397ml fill 2: 2295ml drain 2: 2410ml fill 3: 2295ml drain 3: 2405ml fill 4: 2295ml drain 4: 2412ml fill 5: 2295ml drain 4: 2408ml fill 6: 2295ml drain 4: 5105ml fill 7: 1007ml the reported drain volume of 5105ml was 204% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.